Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and rash ("rash on her arms, between thighs, breast and lower tummy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, allergy to metals and rash outcome was unknown. The reporter considered allergy to metals, device dislocation, perforation and rash to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2010, 2016 00:00. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "perforation & migration" added. Medical device removal event update to migration. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on your e free day') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("nickel allergy") and rash ("rash on her arms, between thighs, breast and lower tummy"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, allergy to metals and rash outcome was unknown. The reporter considered allergy to metals, medical device removal and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events " nickel allergy and rash on her arms, between thighs, breast and lower tummy" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on your e free day') in a female patient who had essure inserted for female sterilization. In 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media report received : previously reported event "injury" pt updated to "medical device removal". Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.